Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus delivery. After some of the alarms, the customer would clear it and resume insulin delivery without changing the cartridge or tubing. The customer's blood glucose (bg) level was in the mid 300 mg/dl range. The customer's bg level was not high at the time tandem technical support was contacted and the customer was not receiving an occlusion alarm at the time of the call.